Event description:
Customer reported she received an alarm on her insulin pump. Customer's blood glucose is 136 mg/dl. The alarm history showed multiple alarms and a power off alarm. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. The alarm is occurring during normal use. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.